Event description:
Pt's mother states moog curlin 6000 cms serial # (B)(4). Pt's mother did not have the expiration date. The pump keeps alarming and air in the line and there is no air in the line. Pt received last infusion no side effects from pump malfunction. Pt's mother aware not to dispose of the pump but to send it back. Pt's mother did not indicate if the manufacturer could contact her. Dose or amount: 12 mg. Frequency: every week. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.